Event description:
Healthcare professional reported capsular contracture baker grade iii. Later, healthcare professional reported rupture. Provider further reported upon explant, the left side device was intact. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Later, healthcare professional reported rupture. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.